Manufacturer narrative:
The pump passed the self test, active current measurement and sleep current measurement. The pump was monitored and no unexpected failed battery alert/battery failed alarm noted. Successfully downloaded history files and traces using thump. Power management graph was successfully generated. The loaded voltage (loaded vlith) and the unloaded voltage (unloaded vlith) display at the power graph management tool shows abnormal behavior. Low battery alert was found on: (B)(6) 2025 06:00:00.000, (B)(6) 2025 03:42:53.000. Insert battery alarm was found on: (B)(6) 2025 06:04:16.000, (B)(6) 2025 06:05:06.000, (B)(6) 2025 21:17:20.000 to (B)(6) 2025 21:37:13.000, (B)(6) 2025 18:07:43.000 to (B)(6) 2025 22:03:00.000, (B)(6) 2025 00:05:15.000 to (B)(6) 2025 03:52:00.000. Failed battery alert/battery failed alarm was found on: (B)(6) 2025 06:05:04.000, (B)(6) 2025 18:07:52.000, (B)(6) 2025 18:17:00.000, (B)(6) 2025 21:00:12.000, (B)(6) 2025 02:25:03.000 . Power loss alarm was found on: (B)(6) 2025 21:37:43.000, (B)(6) 2025 18:19:00.000 , (B)(6) 2025 18:19:11.000, (B)(6) 2025 04:04:50.000, (B)(6) 2025 04:05:02.000. Pump error 23 alarm was found on: (B)(6) 2025 18:18:04.000, (B)(6) 2025 02:24:04.000, (B)(6) 2025 04:04:04.000. Insert battery alarm was expected since the battery was removed from the pump. Upon checking on the power data/detail trace file, failed battery alert/battery failed alarm, power loss alarm and pump error 23 alarm were expected since the battery in the pump is low on power or does not have enough power. The customer had used a low/no power battery. Unexpected low battery alert was confirmed. In further checking of the pump history records: battery cycle 1 received the low battery alert (104) on (B)(6) 2025 06:00:00 faster than expected at 1.76 days. Battery cycle 2 received the low battery alert (104) on (B)(6) 2025 13:11:00 faster than expected at 0.27 days. Battery cycle 3 received the low battery alert (104) on (B)(6) 2025 21:34:00 faster than expected at 0.68 days. Customer experienced an unexpected power loss of less than 7 days per the pump history records. The pump was cut open to perform visual inspection and found corrosion on the pcba 1 and pcba 2. No corrosion or moisture damage found on the force sensor, motor and vibrator assembly noted. In further review of the formatted history file, there were no other unexpected pump error(s)/alarm(s) noted 1 week prior to the event date of 23-jan-2025. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: a missing display window/cover, a cracked keypad overlay, a keypad overlay texture damage, a cracked battery tube threads, a scratched case and a cracked case behind the pump near the battery tube compartment. The pump passed all the required testing. Customer alleged for failed battery alert/battery failed alarm was not confirmed. However, unexpected low battery alert was confirmed due to corrosion on the pcba 1 and pcba 2. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced failed battery test. The customer reported no adverse event. The event involved product(s) mmt-1781k. Troubleshooting was performed. No damage was reported on battery cap contacts or battery compartment. Customer continued to receive battery failed alarms after inserting new batteries, restarting pump, and using a replacement batt cap. Advised customer that pump will be replaced. No harm requiring medical intervention was reported. The customer will discontinue the use of the device and revert to the backup plan as per health care professional instructions. Mmt-1781k was requested and customer response was the device will be returned.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Select patient information cannot be provided due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.